Event description:
CT scan revealed proximal type I endoleak. In 2006, the patient was treated for an abdonimal aortic aneurysm with the gore excluder aaa endoprosthesis as part of the aaa 04-04 study. Two devices were implanted, a trunk-ipsilateral leg component and a contralateral leg component as well as a cordis palmaz stent (6x18). Approx two months later, a follow-up CT scan revealed a proximal type I endoleak. The physician performed a re-intervention approx four months later. Using guide catheters, the aneurysm sac was explored and multiple arteriograms were taken. The endoleak could not be identified. Multiple sac pressures were measured and all were low and non-pulsatile. The patient tolerated the procedure well. The patient was scheduled for a cta the following year, but cancelled the appointment. He refused to reschedule after cancelling the same day, appointment and is currently scheduled for a cta nine days later. No further information is available.

Manufacturer narrative:
The patient was treated for an abdominal aortic aneurysm with the gorge excluder aaa endoprosthesis as part of the study. Two gorge devices were implanted, a trunk-ispilateral leg component and a contralateral leg component, as well as a cordis plamaz stent (6x18). Less than two months later a follow-up CT scan revealed a proximal type I endoleak. Four months later, the patient was scheduled for a follow-up intervention; however, multiple arteriograms were performed and the endoleak could not be identified. No additional patient, vessel or procedural information is available. This event was relayed to cordis by gore medical products division, not the customer or patient. There is no indication at this time that there is a complaint against the cordis palmaz stent or that the palmaz stent malfunctioned. The product was not returned for evaluation and testing. Additionally, as the sterile lot number was not available, device history record review could not be performed.